Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure of the spine, it was observed that the motor device was displaying an e8 system error despite turning the drill off and back on again. It was also noted that the device was making a "gritty" sound. It was reported that there was a five minute delay in the procedure and an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: (B)(4). The device manufacture date was documented as aug 16, 2012 on the initial report. It has been updated as jul 2, 2008 to reflect the correct information. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device was displaying an e8 system error despite turning the drill off and back on again, and making a gritty noise was confirmed. An assessment was performed on the device which found the device had a damaged component: cable/cord/wiring. It was noted that there was a motor and steering defect, the coupling was worn, and there was liquid damage. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.